Event description:
During phacoemulsification, cataract extraction with intraocular lens implant and istent inject w right eye, the istent device was deployed and two stents came out at one time. One stent was salvaged and used and the 2nd stent was retrieved without incident - an additional istent kit had to be opened.